Event description:
It was reported that shaft break occurred. A 24 x 2.25 was selected for treatment; however, when the device was inserted into a 6f unspecified guide catheter, the middle of the shaft broke. The physician pulled the detached device back out of the guide catheter, since the stent was only past the y-adapter. Subsequently, another 16 x 3.50 promus premier select drug-eluting stent was inserted in the guide catheter, but the middle of the shaft also broke. The device was also removed, and the procedure was then completed with another stent. There were no patient complications reported.

Manufacturer narrative:
(B3) date of event: used the first day of the month of the bsc aware date since event date was not provided. Device evaluated by MFR: the device was returned to the cis for analysis. Visual, tactile and microscopic analysis was performed on the device. A shaft break was identified 58cm distal to the distal end of the strain relief. No other device issues were identified during returned product analysis.

Manufacturer narrative:
(B3) date of event: used the first day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that shaft break occurred. A 24 x 2.25 was selected for treatment. However, when the device was inserted into a 6f unspecified guide catheter, the middle of the shaft broke. The physician pulled the detached device back out of the guide catheter, since the stent was only past the y-adapter. Subsequently, another 16 x 3.50 promus premier select drug-eluting stent was inserted in the guide catheter, but the middle of the shaft also broke. The device was also removed, and the procedure was then completed with another stent. There were no patient complications reported.